Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unknown date in 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. Treatment was not reported. The cause of the peritonitis was not reported. On (B)(6) 2011, the patient was discharged. On an unreported date in 2011, the patient was recovered. On an unreported date in 2011, the dianeal therapies were withdrawn. An opinion of causality was not reported. The rn declined to provide information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd887034. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.